Event description:
The customer contact reported a separation. On an unspecified date, it was reported that the adapter fell off of the tubing set. No specific details were provided. No information was provided if the adapter fell of during or prior to patient use; however, the customer contact indicated there were no reported adverse patient effects and no reported delay of therapy. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded. Investigation is not complete. The information on reprocessing of the device was requested; however, no response has been received. This report represents all the information known by the reporter upon query by hospira personnel.